Event description:
It was reported that a spectrum iq pump had to add 10ml to the volume of a 28ml bag of chemo because there was still chemo in the bag after the pump programmed with the correct volume during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109235 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.